Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a bettery life issue and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed frequent low battery warnings and replace battery alarms. During testing, the pump¿s electrical current draws measured within specifications. The complaint of a battery life issue was not duplicated. Evidence of moisture ingress was found in the battery compartment, and the battery compartment was observed to be cracked. A leak test was performed and confirmed a leak at the battery compartment. The pump case was removed, and further evidence of damage due to moisture was found. Unrelated to the complaint, the display screen appeared dim and discolored.